Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set was damaged. This occurred during set up of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and scratches on the patient line tubing was observed. The scratch on the surface of the tubing was located below the heat seal bead. Two marks below the scratch appear to be surface marks on the tubing. The reported condition was verified. The scratch/surface marks are caused by the grippers during the automation assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.